Manufacturer narrative:
The lens has been returned to b and l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that during insertion of iol the surgeon could not properly position the iol and tore the capsular bag. The incision was enlarged and sutures were required. The lens was replaced with another model lens. The patient's current prognosis was indicated as "doing well." This event pertains to the patient's right eye. Please ref MDR # 2031924-2014-00026 for the delivery device used during this event.